Event description:
During an in-clinic follow-up, noise resulting in oversensing and inappropriate pacing and increased pacing impedance were observed on the right ventricular (rv) lead. Lead damage was suspected to be the cause of the event. Imaging was performed and no anomalies were observed. A revision procedure was performed and the rv lead was inactivated and replaced to resolve the event. The patient is stable.